Manufacturer narrative:
The customer reported that all devices in both pediatrics (peds) and adult emergency department (ed) are intermittently going into communication loss (comm loss) on the central nurse's station (cns). According to the customer, the devices go into comm loss for a few seconds and then comeback. Technical support (ts) is working with the customer to resolve the reported issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that all devices in both pediatrics (peds) and adult emergency department (ed) are intermittently going into communication loss (comm loss) on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that all devices in both the pediatrics (peds) and the adult emergency department (ed) were intermittently going into comm loss at the central nurse's station (cns), only lasting for a few seconds at a time. No patient harm was reported. Investigation summary: the root cause is related to customer it use error. Their it team was broadcasting a telecom vlan into the switch. Stopping the broadcast resolved the comm loss issue. There is no evidence of an nk device malfunction. Serial number review reveals no additional complaints relating to comm loss. This event was likely an isolated incident. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Event description:
The customer reported that all devices in both the pediatrics (peds) and the adult emergency department (ed) were intermittently going into comm loss at the central nurse's station (cns), only lasting for a few seconds at a time. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that all devices in both pediatrics (peds) and adult emergency department (ed) are intermittently going into communication loss (comm loss) on the central nurse's station (cns). According to the customer, the devices go into comm loss for a few seconds and then comeback. Technical support (ts) is working with the customer to resolve the reported issue. There was no patient injury reported. Investigation summary: communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The available information reasonably suggests the root cause is internal interference. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Attempt # 1: on 03/24/2022: phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. Attempt # 2: on 04/05/2022: phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. Attempt # 3: on 04/14/2022: phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. B6: attempt # 1: on 03/24/2022: a phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. Attempt # 2: on 04/05/2022: a phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. Attempt # 3: on 04/14/2022: a phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. B7: attempt # 1: on 03/24/2022: a phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. Attempt # 2: on 04/05/2022: a phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. Attempt # 3: on 04/14/2022: a phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. D10: attempt # 1: on 03/24/2022: a phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. Attempt # 2: on 04/05/2022: a phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. Attempt # 3: on 04/14/2022: a phone call was made in an attempt to gather patient and device information, a voice mail was left for rafael to call me back with the patient and device information as well as a working email. Manufacturer references # 300288451 - 135397 follow up 001.

Event description:
The customer reported that all devices in both pediatrics (peds) and adult emergency department (ed) are intermittently going into communication loss (comm loss) on the central nurse's station (cns). There was no patient injury reported.